Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The pump was not returned for evaluation, as it was not explanted. A correlation between the device and the ischemic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015 with an ischemic stroke. The health care professional reported that prior to the event the patient had been taken off anticoagulation medication due to heavy vaginal bleeding. The patient also had severe hypertension that was hard to control. The patient experienced left sided paralysis and supportive measures were provided. The patient was discharged to hospice care on (B)(6) 2015, and expired on (B)(6) 2016.